Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported break and material deformation were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported stent break and material deformation could not be determined. Factors contributing to a stent break include, but are not limited to, damage during manufacturing, over expansion of the stent, interaction with accessory devices, inadvertent mishandling or anatomy characteristics. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices. Based on the information provided and analysis of the returned device, a definitive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report being filed, it was reported that by misaligned the stent struts were flared/crushed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 50% stenosed lesion in the interventricular artery. The 2x15mm xience alpine stent delivery system (sds) was being used in the procedure; however, the stent struts became misaligned and fractured. Therefore, the sds was removed from the patient. A 2x28mm xience alpine stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.